Event description:
When the sensor was plugged in and placed on the finger it did nothing. No red light came on to detect connection and it would not read a saturation. We checked the connections and tried again but no light came on. Another was used and worked fine. The nurse states that it happens a lot but had never let anyone know until now. No patient was affected nor is it known if the new device used was from the same lot.